Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the audio bolus button cover was found to be intact. Evaluation revealed that the audio bolus button was responding properly. Unrelated to this issue, the pump display screen was found to be dim and discolored.